Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was in the hospital 7-8 weeks ago. The patient had a systemic blood infection. The doctor diagnosed the patient with (B)(6). If additional information is received, a follow up report will be sent.